Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated for stopper pop off and no stopper pop off occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: an additional phone number was provided. The information is as follows: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.